Manufacturer narrative:
Device is currently being evaluated. Follow-up report will be submitted once investigation is completed.

Event description:
It was reported to boston scientific in late 2008 that while using a chilli ii catheter the customer experienced the following: moving device and perforated the inferior pulmonary vein located in the left atrium. Used a perfing kit to stabilize the patient. Then continued with a right atrium flutter ablation. Used the same device in the right successfully.